Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient came into the clinic and stated that they were unable to send remote merlin transmissions. Upon interrogation it was noted that there was an internal radio frequency (rf) error. No intervention was reported. There were no patient consequences.